Manufacturer narrative:
Failure files were reviewed and do not show system notice messages or issues for the date of event. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
Information received by medronic indicated that the patient had aphrenic nerve injury during a cryoablation procedure. The first ablation performed in the rspv was 4 minutes. Approximately 45 seconds into the second ablation in the rspv, the force of phrenic nerve pacing started to diminish and then stopped, and the ablation was stopped. The phrenic nerve was still paralyzed upon discarge the following day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.